Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 12 years and 11 months post implant of this 29mm aortic bioprosthetic valve, the valve was explanted and replaced with 27mm valve of the same model. The reason for replacement was not reported. No additional adverse patient effects were reported.